Manufacturer narrative:
This report contains correction in section h6 device codes. This report contains correction in section b5 describe event or problem and h6 device codes. This report contains additional information in section b5 describe event or problem and h6 patient codes.

Event description:
It was reported that the patient with this pacemaker was unable to interrogate the device. Upon review, it was suspected that it could the device battery was depleted. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. Additional information received from boston scientific representative stated that this device was in a safety mode and the patient was presented in the emergency room (ER) due to syncope. The ra lead exhibited noise and oversensing logged on the device. The decision was made prior to the changeout to place a new ra lead to provide an optimal pacemaker system. No additional patient adverse effects were reported.

Event description:
It was reported that the patient with this pacemaker was unable to interrogate the device. Upon review, it was suspected that it could the device battery was depleted. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. Additional information received from boston scientific representative stated that this device was in a safety mode and the patient was presented in the emergency room (ER) due to syncope. The ra lead exhibited noise and oversensing logged on the device. The decision was made prior to the changeout to place a new ra lead to provide an optimal pacemaker system. No additional patient adverse effects were reported.

Event description:
It was reported that the patient with this pacemaker was unable to interrogate the device. Upon review, it was suspected that it could the device battery was depleted. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. Additional information received from boston scientific representative stated that this device was in a safety mode and the patient was presented in the emergency room (ER) due to syncope. The ra lead exhibited noise and oversensing logged on the device. The decision was made prior to the changeout to place a new ra lead to provide an optimal pacemaker system. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains correction in section b5 describe event or problem and h6 device codes. This report contains additional information in section b5 describe event or problem and h6 patient codes.

Event description:
It was reported that the patient with this pacemaker was unable to interrogate the device. Upon review, it was suspected that it could the device battery was depleted. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. Additional information received from boston scientific representative stated that this device was in a safety mode and the patient was presented in the emergency room (ER) due to syncope. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 patient codes.

Event description:
It was reported that the patient with this pacemaker was unable to interrogate the device. Upon review, it was suspected that it could the device battery was depleted. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported.